Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery (prca) with moderate calcification and moderate tortuosity. For pre-dilatation, a 1.5x12mm mini trek and a 2x12mm mini trek were used. Then, the 3.5x28mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, while removing the delivery system a distal end dissection was noted. Therefore, a 3.5x15mm xience sierra stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.